Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the detector fell and no longer able to take images. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed analysis and concluded that the detector was damaged because the user had dropped it from three feet to the ground. The detector failed the self-tests after calibration. A new detector must be installed. A replacement quote was sent to customer. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector fell and no longer able to take images. The device was in clinical use and there was no patient or user harm.